Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Olympus service operation repair center (sorc) inspected the device and found the failure of the internal circuit board. Based on the report of sorc, omsc surmised there was the possibility this phenomenon was attributed to the failure of the board. The exact cause of the failure of the board could not be conclusively determined. However, there was the possibility that the failure of the board was attributed to aging degradation because approximately six years had passed since manufacture of this device.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The device didn't display endoscopic image. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.